Event description:
Sofia strep a+ test kits---do not have the erds (the erds (the vials with the solution in them) do not have the insert that you break to release the solution that turns it blue/green. They are "squishy".